Event description:
A false positive advia centaur cp troponin ultra result was obtained by the customer and discordant when patient results were repeated. There was no known report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection and performed a total service call. The cause for the discordant (B)(6)troponin result is unknown. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.